Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient was on multisystem support. The patient had a right ventricular assist device (rvad) as they had a rp impella, clots were found and were transitioned to centrimag, and had a heartmate 3 as well as continuous venovenous hemofiltration (cvvh). The patient had returned to the operating room (or) multiple times for exploration due to bleeding, repaired undetermined anastomosis sites.

Manufacturer narrative:
Additional annex e codes: generalized disorders e23: multiple organ dysfunction syndrome e2342. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information provided that the patient was placed on centrimag rvad on (B)(6) 2025. Air entrained and the circuit immediately clamped out, and the circuit could not be salvaged. A new circuit was primed. On (B)(6) 2025, the patient was brought back to the or for bleeding, re-exploration, and decreased flows on the rvad. The decision was made to perform another circuit exchange. The patient passed away on (B)(6) 2025. The cause of death was multisystem organ failure. The death was not considered to be device related, and it operated as expected.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Analysis of the submitted log file confirmed low flow alarms; however, a specific cause for the event could not be conclusively determined through this evaluation. The controller event log file events from (B)(6) 2024. Low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the event; however, no further information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, revision d, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction), venous thromboembolism, arterial non-central nervous system (cns) thromboembolism, bleeding, hypertension, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 of the IFU also states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was implanted on (B)(6) 2024 and continued to have low flow on (B)(6) 2024. Log files confirmed persistent low flow events with the flow hovering mainly around the 2.4 to 2.5 lpm mark. Pulsatility index (pi) values had stalled in the 4-5 range. The etiology of the low flow alarms remained unclear. A transesophageal echocardiogram (tee) was performed in the or and at bedside and the left ventricle and left atrium looked adequately unloaded. The chamber size was small and underfilled, and the aortic valve was also not opening. The left ventricular assist device (lvad) speed was 5400 rpm, and the flow was 1.5- 2.5 lpm. The right ventricle looked decompressed. A right ventricular assist device (rvad) was in place with flows of 2.5-3.3 lpm. The patient was volume resuscitated in the or and was given additional blood products. The patient's mean arterial pressure (map) was elevated and nitroglycerin was started. It was switched to clevidipine on (B)(6) 2024 with maps in the 70 mmhg range. End organ function remained intact with lactate at 1.5, creatinine at 1.2, aspartate aminotransferase (ast) at 157, and alanine aminotransferase (alt) at 25.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.